Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the initial reporter provided two invalid lot #s of 19j04-tjb and 19h21-tjb. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 unspecified bd tubing kits experienced leakage. The following information was provided by the initial reporter: objectivation of 5 leaks at the ramp in one week at the level of the distal connection with the tubing. Beginning of this week lot. Objectification of 3 leaks again at the ramp, connection? We usually turn off all unconnected faucets so I don't see where the leak could be from other than the distal connections. The distal side = we suspect the connection of the ramp on which we connect the kit. We used different medications: nacl 0.9%, g5% in tpn with or without ions